Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a lower limb artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.